Manufacturer narrative:
(B)(4). Date sent: 8/9/2021. What were the indications for surgery? Gastric tumor. Was the procedure open or laparoscopic? Lap. What was done during the procedure? Sleeve gastrectomy. What tech of gastrostomy was utilized? Vertical technique. How was the post-op bleeding identified? Low blood count. How was the bleeding addressed? Went back in laparoscopically and over sewed the staple line. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Un anti-coagulant and unknown. Current patient status? Ok.

Manufacturer narrative:
(B)(4). Batch #: unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was the procedure open or laparoscopic? What was done during the procedure? What tech of gastrostomy was utilized? How was the post-op bleeding identified? How was the bleeding addressed? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Current patient status?

Event description:
It was reported that twenty four hours post op to a gastrostomy the patient presented and it was discovered there was bleeding in the middle of the staple line. There were no malformed staples at the time of the initial procedure. The bleeding was corrected and the patient is doing fine.